Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom. Downstream occlusion was confirmed through ehl and was determined to be caused by a failed force sensor assembly. The failed force sensor assembly was replaced.

Event description:
It was discovered during testing that a spectrum pump alarmed downstream occlusion. It was also reported that there was no patient injury.